Event description:
It is reported that the device was implanted 2007 and explanted 2008 due to pain.

Manufacturer narrative:
Eval summary: the patient was revised due to thigh pain, which begun approximately 9 months prior to revision. The implant was in vivo for 1 year. No pre-operative or post-operative x-rays have been provided with this complaint. Thigh pain can be caused by many factors including (but not limited to) loose femoral and/or acetabular implants, femoral fractures, surgical procedure, improper component placement or sizing, and infection. The returned implant shows signs of osteointegration on all sides of the trabecular metal, which likely indicates adequate stem fixation. The exact cause of the thigh pain for this case can not be determined with certainty at this time. Eval: device history records indicate all components were manufactured and inspected to specification.